Event description:
It was reported the pt was experiencing swelling and discomfort at the lead site. The pt was diagnosed with an infection at the lead site. The use of oral antibiotics resolved the infection.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.